Event description:
The customer reported the cine mode was inoperable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine board and reformatted the cine drive. System operates as intended. (B)(4).